Event description:
Additional information received reported that "after the patient complaints, the stimulation was stopped and the leads were removed." The patient outcome was not provided.

Manufacturer narrative:
Product ID 3889-33, lot# v988001, product type lead product ID 3889-33, lot# v988001, product type lead.

Event description:
It was reported that during the trial, the patient experienced numbness at the groin and pelvic area. It was unknown if this occurred when stimulation was on or off. The patient complained of not being able to urinate, then, complained of urinating too often. The lead was to be removed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# implanted: explanted: product typ lead. (B)(4).